Event description:
Patient was revised to address osteolysis and metal staining of tissue. It was also reported that the asr abductor angle was 47 degrees. Updated - (B)(6) 2010: litigation papers received. (No additional information available at this time) update: (B)(6) 2013 - patients revision operative records were received. Records indicate the patient was revised to address increasing pain and elevated metal ion levels. Upon revision a large amount of serosanguineous and white fluid was found, also noted was a cyst in the ileum and erosion of the anterior column above the rim of the cup. The stem was added to the complaint due to increasing pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.